Manufacturer narrative:
A review of the event description revealed that the user may have set up the device incorrectly. The complainant stated that "the trip wire was running across the open space on the barrel and they were unable to suction the varices". The directions for use (dfu) document states to "line up the black stripe on the adapter with the working channel of the endoscope. If black stripe is not aligned with working channel, bands may fire improperly or not at all and field of vision may be impaired". A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during a esophagogastroduodenoscopy (egd) with banding, performed on (B)(6), 2010. According to the complainant, during the procedure, the trip wire was running over the open space of the barrel and it blocked the varix from entering into the ligator head. They were unable to suction the varice up into the ligator head. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during a esophagogastroduodenoscopy (egd) with banding, performed on (B)(6), 2010. According to the complainant, during the procedure, the trip wire was running over the open space of the barrel and it blocked the varix from entering into the ligator head. They were unable to suction the varice up into the ligator head. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)